Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The caller reported that the tracheostomy tube does not have a cuff on it as ordered. The caller stated that the tube was placed in the pt before they noticed it had no cuff. The tube was removed, and the pt was re cannulated.